Event description:
It was reported that pump experienced malfunction code 16 with no notable events occurring beforehand. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided instructions and assisted with resetting pump, confirmed malfunction did not recur after reset, and advised that customer could continue using pump.